Event description:
Rn got a brand-new waffle heel protector for a patient and both the sides were deflated. Item is located in room 5615 with the assistant patient service manager. Manufacturer response for waffle heel protector, waffle heel protector (per site reporter) added to tracker for trending, 10/25 retrieving. Ehob reg, manufacturer will send in a replacement product direct. Matt will work to retrieve the defective sample.